Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was to be reimplanted on (B)(6) 2013 due to wound dehiscence. The catheter was also be explanted.

Event description:
It had also been reported the patient was implanted in august and five days later he had the stroke. No pump alarms had been reported. It was also noted the patient was on tysabri for his ms (multiple sclerosis). Additional information received reported the patient was having his stimulator removed. His wound had reopened. The date was not scheduled as of yet. The device manufacturer representative had no further information at this time. It was later corrected the patient¿s pump was being removed; the device manufacturer representative had erroneously said stimulator. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient was to get an MRI for left-sided weakness of the arm and leg. There was no alleged product issue. It was then reported the representative had just received notification from the health care provider (hcp) that the patient had a sagittal sinus thrombosis and was still to have an MRI. The device system was used to deliver lioresal. It was later reported that the patient had a stroke and was given heparin. The patient¿s symptoms resolved but the health care provider (hcp) indicated the patient had a hematoma at his pump pocket site. The hcp planned to take the patient back to surgery on (B)(6) 2013 for ¿I <(>&<)>d¿ (incision and drainage) of the pump pocket. No further information was available at that time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).